Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
The sales rep reported that the endovent vent catheter, ev, was not draining adequately. No reported patient injury.

Manufacturer narrative:
The complaint was not confirmed. The reported venting difficulty has multiple possible root causes. Possible causes of the venting difficulty include a manufacturing defect, a design defect, and procedural factors. The returned sample was not occluded in the venting line and drained adequately. The ev device is designed to vent per clinical needs. This design was deemed acceptable to meet that requirement. The design of the ev was most likely not the cause of this reported venting difficulty. It is possible that procedural factors caused this reported venting difficulty. Abnormal patient anatomy and improper technique can cause the ev to become occluded at the tip. The root cause of the reported balloon venting difficulty is indeterminable. The manufacturing team was made aware of the complaint, in order to increase awareness of the complaint, and possible defects. However the complaint does not warrant a CAPA. Trends will continue to be monitored through the edwards quality system.